Event description:
It was reported that high impedance was observed on the patient's device and then resolved. Physician stated that during a couple of months when high impedance was see, the device's number of autostims per day went from 50 to 20. Later, the high impedance resolved the autostims per day went back up to 50. The patient also had an increase in seizures during this time. The physician stated that had done multiple diagnostics in multiple positions since then and were getting diagnostics within normal limits. Patient underwent generator replacement surgery due to high impedance. Impedance was within normal limits after the replacement. The explanted generator has not been received to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.

Event description:
Analysis was performed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Patient was reported to have experienced uncontrollable seizures and the number of autostimulations delivered during that period had decreased dramatically. This decrease in autostimulations were believed to be due to a device failure but is possible that this is related to the high impedance.

Event description:
The surgeon stated that electrocautery, bovie, or radio frequency ablation was used at this patient¿s implant surgery but not used after device was in the field. Programming data was received and high impedance was verified. The generator was received. Analysis is underway but has not been completed to date.